Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the surgeon was having an issue with universal surgical manipulator (usm) 3. Usm 3 was not articulating correctly. The customer had seated the instrument, but the issue was not resolved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not disable or discontinue use of the usm due to the alleged issue. The procedure was completed with all 4 usms. The reported event occurred when the surgeon was attempting to manipulate the instrument with his/her head inside the surgeon side console high resolution stereo viewer. The issue was intermittent. The instrument moved in a different direction, and it was reseated a few times. There was no shakiness or friction experienced. No collisions were observed during the procedure. It was confirmed that there was no patient harm due to the alleged issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting and the issue could not be replicated. The system worked normally with no errors or issues related to unintuitive motion. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.